Event description:
The customer reported obtaining a reactive hepatitis b surface antigen (hbsag) result generated on a unicel dxl 800 access immunoassay system used in conjunction with access hbsag reagent (lot 192335) for one (1) patient. This result was not confirmed and was discordant with the results obtained on alternate methods. The reactive result was not reported out of the lab. There are no reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
Sample collection and preparation information was not provided. The customer stated that the instrument was operating within the customer's quality control specifications. The customer sent the sample to customer product line support (cpls) for further testing. Results demonstrated the presence of heterophile interfents in the patient's sample. Per product labeling, "for assays employing antibodies, the possibility exists for interference by heterophile antibodies in the patient sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures utilizing immunoglobulins or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Additionally, other heterophile antibodies such as human anti-goat antibodies may be present in patient samples. Such interfering antibodies may cause erroneous results. Carefully evaluate the results of patients suspected of having these antibodies."